Event description:
The product was used during a laparoscopic inguinal hernia procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Upper & lower cartridges were cracked.